Event description:
The customer reported no critical spo2 alarms on the dash 2500 patient monitor. No patient compromise reported.

Manufacturer narrative:
In order to ensure dash2500 spo2 settings are consistent between the main software and the spo2 module, the spo2 module settings are queried every 3 seconds and compared to the user settings. If there is an inconsistency, the parameter commands will be re-sent to the spo2 module. If failure occurs 3 consecutive times, this will trigger the crisis "spo2 parameter failure" alarm and will report spo2 error code 133 and shutdown the spo2 parameter. The dash2500 service manual (2028361-001 rev.f) section "spo2 parameter error messages" has the spo2 error code 133 explanation and suggested replacement: error: 133-explanation: not able to correctly set parameter-suggested replacement: mpdas board. There is no missed alarm and there was no malfunction of the device, the performance of dash2500 meets design specification. The customer site has had the mpdas board replaced as per the service manual. The reported dash 2500 was manufactured in jan. 2008.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.